Event description:
It was reported by the customer that the placement of a magnetic navigation catheter, burrs were present at the front end of the puncture sheath, making insertion difficult; the rear end of the puncture sheath could not be torn open, resulting in a failed puncture.

Manufacturer narrative:
H11: Section A through F - The information provided by BD represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.